Event description:
Reportedly, the instrument fired, but failed to cut entirely through making removal extremely difficult. Instrument had to be cut out and further tissue removed to start the anastomosis again.